Manufacturer narrative:
H.6. Investigation: one primary set, model: 2420-0500, lot: 21023142, was received by the customer for investigation. The set was visually inspected and no defects were observed. The customer complaint that the tubing had separated at the injection port was not able to be confirmed. A device history record review for model: 2420-0500, lot number: 21023142 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot#: 21023142 regarding item#: 2420-0500.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 21023142. One of our oncology nurses noted that the tubing had separated at the injection port. It was not used on a patient, due to good nursing practice.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: 21023142. One of our oncology nurses noted that the tubing had separated at the injection port. It was not used on a patient, due to good nursing practice.